Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device. This occurred during dwell cycle five of five, while the patient was connected to the device. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycler the power on the hc to clear it. The hp was going to finish the therapy with manual bags. There was no patient injury or medical intervention associated with this report. No additional information is available.